Manufacturer narrative:
Continued e1 phone number : (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Regulatory agency reported right side device rupture diagnosed by mammography, "perspiring prosthesis" and capsular contracture, baker grade iii. The device has been removed with capsulectomy and replaced with a non-abbvie device.